Event description:
The new dexcom 7 is totally in reliable and the other half won't stay on and dexcom doesn't replace half the faulty sensor I cannot afford to pay for failed sensor or sensor that won't stay on. Most sensor one leaves the house and moving around outside loose readings which isn't acceptable. Because if I get low outside I do not feel them coming on and usually if I have sensor that won't read outside after a day or two of that the sensor will fail. Also I live in an area that has high heat and humidity. So first of all the overlay tape they send is completely worthless doesn't hold at all so I buy my own overlay patches then the problem becomes the patch come loose, then the sensor moves around, in a day or two the sensor will fall off. The cooler the weather they will stay on. I am pleading for you to make them replace all of the bad ones or recall them.